Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported the patient had a explant surgery due to infection prior to 2018. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. The device passed all functional specifications and quality tests and were sterilized prior to distribution. No additional relevant information has been received to date.